Event description:
A clinic reported a blood leak from a crit-line blood chamber. The leak was visually observed coming from the crit-line blood chamber. The pt experienced no adverse effects and no medical intervention was necessary. Treatment was successfully completed. Estimated blood loss was reported as 20 ml. Leak occurred one or two hours into treatment. The device has been discarded by the user facility, but a companion sample from the same lot has been requested for investigation.

Manufacturer narrative:
The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Manufacturer narrative:
A sample was returned for evaluation. The returned sample showed evidence of "jetting" (roughness) in luer taper area caused by the location of the gate. The defect can result in the creation of a blood leak path after installation on to the dialyzer cartridge. The returned sample was inspected using iso gauges. It did not pass the test since the opening of the connector exceeds the upper limit dimension of the gauge. The diameter and taper may have changed since this part has been already used in a treatment, thus the result of this test was inconclusive. The sample leaked during simulated use testing after approximately 40 minutes confirming the reported failure. Only 108 out of 109 samples tested under water using pressurized air failed the liquid leakage test. Only 102 out of 107 samples tested failed the functional test using a hemodialysis machine and dialyzer cartridge. Deficiencies on mold design were identified that may lead to the leaks due to jetting and weld line on the luer taper area of the connector. These deficiencies may have overcome by process parameters but that makes an unstable molding process. Two lots of din connector sv141231 and sv141266 were ran out of validated parameters. These lots may have contributed to the increase on complaints observed on march-april 2015. Process controls are not sufficient at vendor's site. Process controls were not able to detect the two lots manufactured out of validated process parameters. There is no leak test performed neither to the din connectors nor cnt-line blood chambers. The sterilization process represented a significant impact on the liquid leak test. Testing showed that parts manufactured with attempted process improvements did not meet dimensional specifications and has the propensity to leak when subjected to simulated use testing. At this time, the current connector is not usable for the blood chamber products.